Event description:
It was reported the patient experienced symptoms of withdrawal, a volume discrepancy occurred and upon explanting the pump system a hole was discovered in the catheter. The patient initially felt "flu like" symptoms of nausea in (B)(6), and afterward had increased pain. At the september refill 16ml was aspirated from the reservoir. It was not reported what the expected amount was, however, because of the discrepancy it was decided the pump would be filled with saline until the patient could decide if they would like to have the pump removed. Upon attempting to refill with saline, the healthcare provider (hcp) was unable to inject the saline into the pump. The patient decided to have the pump removed since he had already experienced a "withdrawal syndrome." When the pump was removed, an additional 4ml of fluid was aspirated from the pump reservoir. To determine if there was an occlusion in the proximal portion of the catheter, the side port was flushed. There was a hole located in the catheter approximately 1-1.5 inches distally from the connection point. The hcp also noted there was fluid in the pocket upon opening the pocket for pump removal. The hcp was concerned "the pump never worked and was defective." The pump system was removed and was not re-implanted. No patient injury was reported and it was later reported that the patient "recovered without sequelae." The medication in the pump was not provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2012, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly found. Analysis of the 8709 catheter revealed a hole in the catheter body caused by deep abrasion. During the pressure testing a leak was noted 2.3 cm from the pin connector. A hole was discovered where the leak was seen. Also a deep abrasion was seen at the same location. The catheter may have been rubbing against the pump causing the abrasion and hole.